Event description:
It was reported that balloon rupture occurred. A 2.00mm x 12mm and 2.75mm x 12mm nc emerge balloon catheter were advanced for dilatation separately. However, during inflation the balloons ruptured. The device was completely removed and the procedure was completed with a different device. There were no patient complications nor injuries reported and the patient condition was good.